Manufacturer narrative:
An event of shortness of breath, and pericardial effusion approximately after a month of post procedure was reported. Abbott also requested for procedure imaging reports which were not provided by the field. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Bases on the information received and without procedural imaging, the cause of reported patient effects of pericardial effusion and pericarditis could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as colchicine was started, however no additional intervention was performed as the patient symptoms were determined to be mild and the effusion was not large. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath. The patient had a pre-existing condition of atrial fibrillation. Intracardiac echocardiography (ice) was used during the procedure. Heparin was administered. The patient's activated clotting time (act) level was greater than 400 seconds. The patient's left atrial pressure was 18 mmhg. The occluder was implanted. On (B)(6) 2025 the patient presented to the emergency room with shortness of breath. Computed tomography (CT) was done and showed a moderate pericardial effusion that presented after patient exertion. The patient was noted to have pericarditis. Colchicine was started, however no additional intervention was performed as the patient symptoms were determined to be mild and the effusion was not large. The patient status was stable. Per the physician the pericardial effusion was related to the occluder.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath. Intracardiac echocardiography (ice) was used during the procedure. Heparin was administered. The occluder was implanted. On (B)(6) 2025 the patient presented to the emergency room with shortness of breath. Computed tomography (CT) was done and showed a moderate pericardial effusion that presented after patient exertion. The patient was noted to have pericarditis. Colchicine was started; however, no additional intervention was performed as the patient symptoms were determined to be mild and the effusion was not large. The patient status was stable. Per the physician the pericardial effusion was related to the occluder.